Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The down arrow button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip, a cracked reservoir tube and a missing end cap sticker.

Event description:
Customer reported a button error on his insulin pump. He was trying to adjust the time and the buttons got stuck. Customer's blood glucose was unknown. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.